Event description:
Surgeon was not getting any fluid from the pump at lower settings. Pump worked at over 90mm hg. In less than 5 minutes the right leg had swollen to 3 times its size. Surgeon made initial incision and inserted metal cannula and noticed pt could not bend leg. Dr then noticed how swollen the leg was. Surgeon made another incision in the lateral thigh to help release pressure. Pt was admitted to hosp for evaluation. Before leaving the o.r surgeon made sure there was a pulse in the foot. This device is used for treatment.